Manufacturer narrative:
Concomitant medical products: 5076-65 lead, implanted: (B)(6) 2009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an impedance rise was observed with the defibrillation coil of the rv lead, along with a suspected coil fracture. It was decided to replace the defibrillation portion of the rv lead and during the revision procedure, it was noted the lead was embedded in tissue, therefore, the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.